Manufacturer narrative:
Cable replaced battery and electrical cable installations is a check point in the service manual. The manual states to verify that all cables are properly inserted and to check the charger function.

Event description:
(B)(4).